Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) diabetic coma [diabetic coma] pen issue [device issue] force needed to inject felt different from normal (more difficult) [device delivery system issue] the dose counter adjusted to 7u and after pressing the dose button the pen injected only 3u and stopped at 4u [incorrect dose administered by device] patient left the needle attached to the pen in between injections [product storage error] the patient in general reuse the needles [multiple use of single-use product]. Case description: this serious spontaneous case from egypt was reported by a consumer as "diabetic coma(diabetic coma)" with an unspecified onset date , "pen issue(device issue)" with an unspecified onset date , "the dose counter adjusted to 7u and after pressing the dose button the pen injected only 3u and stopped at 4u(incorrect dose administered by device)" with an unspecified onset date , "patient left the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date , "force needed to inject felt different from normal (more difficult)(device delivery system pressure issue)" with an unspecified onset date , "the patient in general reuse the needles(needle reusage)" with an unspecified onset date and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", , a non-novo nordisk suspect product toujeo (insulin glargine) (regimen # 2 : 11iu (dose in hospital - inside normal room) from unknown start date for "type 1 diabetes mellitus", patient's height: 113 cm. Patient weight was reported as 23 or 24 kg. Dosage regimens: novopen 4: regimen # 2: 3 iu, subcutaneous, regimen # 3: 17 iu, qd (with meals) (dose in hospital - inside normal room), novorapid penfill: current condition: type 1 diabetes mellitus (started from 2019), neuropathy historical drug: lantus, tresiba flextouch., homulog (non-codable). Concomitant products included - vidrop(colecalciferol) vitamin b tablets (non -specified, non-codable). On an unspecified date, reporter mentioned that the patient could not take whole the adjusted novorapid doses due to the pen issue (the dose counter adjusted to 7u and after pressing the dose button the pen injected only 3 iu and stopped at 4u).patient took incomplete insulin doses due to the pen issue. Reporter said that the patient was hospitalized due to diabetic coma during using novorapid. Reporter mentioned that due to toujeo insulin shortage, the patient could not take toujeo insulin doses and entered in diabetic coma leaded to hospitalization and novorapid was not a reason in that. Patient was hospitalized 3 days inside ICU, then 7 days inside normal room (total hospitalization days are 10 days). Reporter did not remember the exact enter and discharge dates (it was before ramadan). Reporter did not know the insulin doses used inside the ICU. On 06-aug-2025, patient rbs (blood glucose) was reported as 265 mg/dl. Patient hba1c (glycosylated haemoglobin) was reported as 10.3 % from 4/5 months. Reporter confirmed that hospitalization event happened with toujeo after the patient stopped tresiba flextouch insulin and confirmed that toujeo was the reason of diabetic coma. It was reported that the patient in general reused the needles and left the needle attached to the pen in between injections and was advised to change the needle every one injection and not to be kept in-between injection and to use novofine needle .the force needed to inject feel different from normal (more difficult),the technical complaint associated with novopen 4 was leading to diabetic coma, as the force needed to inject insulin becomes more difficult. The patient used the dialling clicks to estimate the dose of the product and had been trained by a health care professional in the use of the novopen.the operator of the device at the time of the event was parent and patient had not recently changed in diet or exercise level. The needle attached to the pen in a 180-degree angle (straight on). The insulin in use stored at room temperature 20-25 degrees celsius and she is following correct preservation methods and patient had not recently changed from another novopen to the current novopen. Batch numbers: novopen 4: requested but not available. Novorapid penfill: (B)(4). Action taken to novorapid penfill was not reported. Action taken to toujeo was not reported. The outcome for the event "diabetic coma (diabetic coma)" was not reported. The outcome for the event "pen issue (device issue)" was not reported. The outcome for the event "the dose counter adjusted to 7u and after pressing the dose button the pen injected only 3u and stopped at 4u(incorrect dose administered by device)" was not reported. The outcome for the event "patient left the needle attached to the pen in between injections(device stored with needle attached)" was not reported. The outcome for the event "force needed to inject felt different from normal (more difficult)(device delivery system pressure issue)" was not reported. The outcome for the event "the patient in general reuse the needles(needle reusage)" was not reported. Reporter's causality (novopen 4) - diabetic coma(diabetic coma) : unknown pen issue(device issue) : unknown the dose counter adjusted to 7u and after pressing the dose button the pen injected only 3u and stopped at 4u(incorrect dose administered by device) : unknown patient left the needle attached to the pen in between injections(device stored with needle attached) : unknown. Force needed to inject felt different from normal (more difficult) (device delivery system pressure issue): unknown. The patient in general reuse the needles (needle reusage): unknown. Company's causality (novopen 4) - diabetic coma (diabetic coma): possible pen issue (device issue): possible the dose counter adjusted to 7u and after pressing the dose button the pen injected only 3u and stopped at 4u (incorrect dose administered by device): possible patient left the needle attached to the pen in between injections (device stored with needle attached): possible. Force needed to inject felt different from normal (more difficult) (device delivery system pressure issue): possible the patient in general reuse the needles (needle reusage): possible reporter's causality (novorapid penfill) - diabetic coma (diabetic coma): unlikely. Pen issue (device issue): unknown. The dose counter adjusted to 7u and after pressing the dose button the pen injected only 3u and stopped at 4u (incorrect dose administered by device): unknown patient left the needle attached to the pen in between injections (device stored with needle attached): unknown force needed to inject felt different from normal (more difficult) (device delivery system pressure issue): unknown the patient in general reuse the needles (needle reusage): unknown company's causality (novorapid penfill) - diabetic coma (diabetic coma): possible pen issue (device issue): possible the dose counter adjusted to 7u and after pressing the dose button the pen injected only 3u and stopped at 4u (incorrect dose administered by device): possible patient left the needle attached to the pen in between injections (device stored with needle attached): possible force needed to inject felt different from normal (more difficult) (device delivery system pressure issue): possible. The patient in general reuse the needles (needle reusage): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer comment: 12-aug-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Patient is a type 1 diabetes mellitus and has changed multiple insulins. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes.

Event description:
Case description: investigation results. Suspect: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Suspect: novorapid penfill, batch: (B)(4). The reported batch number was not valid. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case was updated with the following: malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. Final manufacturer comment: 06-oct-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient is a type 1 diabetes mellitus and has changed multiple insulins. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: suspect: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: since last submission case was updated with the following: dose description of novorapid updated. Product ongoing ticked for concomitant product toujeo narrative updated accordingly.